Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from company representative via a consumer regarding a patient receiving demerol (200mg/ml at 154.89mg/day) and bupivacaine (4mg/ml at 3.0978 mg/day). The lot numbers for the medication were reportedly unobtainable; it was unknown if the patient had any concomitant medications. The indication for used was noted to be non-malignant pain. On (B)(6) 2015 the pump was explanted due to an infection at the incision site. It was noted that the patient was receiving adequate therapy and the pump was working properly. After the explant the patient was "inpatient" to be monitored by the pain physician for further treatment. Further follow up was done to determine the patient's outcome.